Manufacturer narrative:
Correction: section b b1 and b2: based on the information provided this complaint meets the classification of a serious injury and not a malfunction that was reported on the initial submission. Patient required additional intervention. The device has not been returned. However, the device investigation has been completed and the results are as follows: device history record (DHR) reviewed results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the complaint cannot be replicated,and there were no nonconformities identified. Returned sample(s)/device inspected results: no returned device. Investigation results: no physical inspection was performed as there was no returned part. The complainedpart was evaluated in comparison with the DHR. No evidence indicates that the failed implant was defective as packaged. Root cause: although the root cause for the failed implant complaintis inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Manufacturer narrative:
The patient reported that the implant at tooth#28 failed to osseointegrate and was extracted on (B)(6) 2016. There were no other adverse events reported and the patient is stated to be doing "satisfactory". The complaint device is yet to be returned for investigation. A follow up report will be provided upon completion of the investigation. However, the DHR was reviewed based on the provided lot number and no discrepancies were noted in the related manufacturing processes involved in the manufacture of the implant. No abnormalities were noted with the implant itself. Failure to osseointegrate is a well known inherent risk of the implant procedure and is not caused by the implant itself.

Event description:
The dentist reported that the patient had received 4 implants on (B)(6) 2016. The implant at tooth #28 failed to osseointegrate and was extracted on (B)(6) 2016. No other adverse events were reported and the patient is stated to be doing satisfactory. No abnormalities were observed with the implant itself.